Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012722898 was reviewed and analyzed. The catheter was received along with a catheter interface cable, and a guidewire was threaded through it. Upon inspection, several visible issues were identified. The spiral array was inverted and knotted, with exposed wires protruding from the dual lumen. Furthermore, the nitinol ball was completely dislodged from the dual lumen. Despite these issues, the slide function operated as expected, and the capture device's shape appeared standard with no noticeable abnormalities. The catheter was connected to a test catheter interface cable (cic) without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. The slide control function operated as expected without any issues. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Upon full advancement of the slide control to extend the guidewire lumen, no kinks were observed along the extended portion, indicating proper functionality and alignment of the steering and slide mechanisms. The c atheter was reprogrammed before connection to the generator via a test cic, and therapy deliveries were successfully performed. X-ray imaging confirmed the reported issue of the knotted spiral array and that the nitinol ball was dislodged from the dual lumen. In c onclusion, the reported inverted and knotted array was confirmed through testing and the loop catheter failed the returned product inspection due to a knotted and inverted array, dislodged nitinol wire, and exposed electrode wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID pscic101 (lot: b000467601); product type: 0627-cables and accessories product ID psg100 (serial: (B)(6); product type: 3294-generator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure while ablating the last vein, there was difficulty extending and removing the catheter, noting inversion of the catheter array and tip, which made it difficult to pull the catheter into the sheath. It was noted that the catheter array was also knotted. The physician attempted troubleshooting to advance the catheter through the sheath without success, but was eventually able to pull the catheter into the sheath enough to remove it from the body. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.